Event description:
During troubleshooting for an unrelated alarm, it was reported that the home patient (hp) observed air in the patient line. The event occurred during the initial drain and the hp was connected. The technical service representative (tsr) advised the hp to start over with new supplies. There was nothing found during troubleshooting that could cause or contribute to the air. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.